Event description:
Had a full abdominal liposuction with the new elite airsculpt device and 5 days later, I'm experiencing back pain and I have a huge protrusion/swelling at my lower abdomen that's also painful to touch. It also looks deformed. Was promised minimally invasive procedure with capability to return to work in just 2 days. That's not true. I'm hurting and it's not getting better and the site refuses to answer any questions about the procedure or what I should expect. The procedure was done at elite body sculpting and procedure by dr. (B)(6). FDA safety report ID# (B)(4).